Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh procedure, sling revision and cystoscopy on (B)(6) 2013 for sui and mesh exposure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007. It was reported that following insertion the patient experienced pain, infections, urinary incontinence, bleeding and painful sexual intercourse. It was reported that patient underwent mesh removal in 2010 due to pain, infections and urinary incontinence. No additional information was provided.